Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level went low while exercising. The customer stated that the stop insulin feature did not stop the insulin on board (iob) feature. Tandem technical support reviewed how the iob feature functions with the customer and the customer understood that the iob was the amount of insulin that had already been delivered to the body. The customer's low bg was treated with fruit drinks.